Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had disconnected from the pump to workout, when the customer went to put the pump back on a malfunction alarm occurred. The customers blood glucose (bg) level was impacted (69 mg/dl). The customer consumed glucose tablets to stabilize bg level. It was indicated that the customer would use backup pump as alternate insulin therapy. Reportedly, the customer was going to consume food after workout but could not take a bolus after food since malfunction alarm occurred causing customer to stay low (bg).